Event description:
Event description guidant received information that during an attempted implant, the rv port of this cardiac resynchronization therapy defibrillator (crt-d) would not sense. Another guidant crt-d was subsequently implanted. The device was returned to guidant for analysis.